Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had gone to the ICU (intensive care unit) with diabetic ketoacidosis (dka). It was stated that the son lost there pdm. The omnipod arrived last night. They are hoping the patient will be released soon from the hospital.